Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Bwi concomitant products used: product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and catheter was not displaying temperature on the stockert 70. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on product returned, that shaft was bent and cracked open with internal parts exposed about 4.3cm and had a second bent in the shaft about 5.8 cm from transition with tip lumen. This finding is reportable because there are internal parts exposed that could potentially contribute to a death or serious injury.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and catheter was not displaying temperature on the stockert 70. The bwi failure analysis lab received the device for evaluation. Upon receipt, the device was visually inspected and shaft was found bent and braid starting to break through. This condition was not originally reported by the customer however an internal investigation is being held. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore, we can conclude all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The reported customer complaint cannot be confirmed. An internal corrective action has been opened to address the thermocool smart touch broken shaft issue.